Event description:
It was reported ((B)(6)) that the patient developed a pulmonary edema following a right heart catheterization during the sensor implant procedure. The sensor was never implanted due to the issue. The sensor was not taken out of the package and was not implanted due to the issue. Reportedly the issue has resolved. The patient is a clinical study patient.